Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri due to high battery impedance was recorded on (B)(6) 2015, prior to explant. Ramware version 3 was installed on (B)(6) 2011. High battery impedance leading to eri.

Event description:
It was reported that the device had reached battery depletion due to high battery impedance. The device remains in use. No patient complications have been reported as a result of this event.